Event description:
The device was used during a total abdominal hysterectomy procedure. Reportedly, the staples did not lock properly. The surgeon manually sutured to complete the procedure. The hospital has reported that no pt injury occurred.

Manufacturer narrative:
9/9/1998- supplemental report sent to FDA. Additional data entered in d-9. Device evaluation indicated and codes entered in h-3 and h-6.